Event description:
Physician reported the guideliner catheter separated into two pieces while contained inside of the guide catheter. The physician was able to remove the both the guideliner and guide catheter from the patient. No patient impact was reported.